Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump case was cracked near the battery compartment and had intermittent power loss. Reportedly the pump had fallen on the floor. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/26/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/07/2014 with the following findings: during investigation, multiple battery compartment cracks were observed with a large portion of the thread area missing. The battery cap had damaged threads. The cap was unable to secure to the pump due to the battery compartment crack and damaged cap threads. The pump failed to maintain an electrical connection due to the battery cap detaching. Further testing was not able to be performed due to the pump¿s intermittent power. The pump case was removed and no evidence of loose components or moisture contamination was observed inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.